Event description:
It was reported that the patient passed away. The patient's sister informed the physician's office that the patient died from a seizure. The device was explanted by the crematory; however, no explant date was provided. It was reported that the death certificate will not be provided to device manufacturer. Attempts to have the product returned for analysis have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2012 and the patient's cause of death was status epilepticus, anoxic brain damage, cardiac arrest, and acute respiratory failure.

Event description:
The generator and lead were returned to the manufacturer on (B)(4) 2013. The device was removed because the patient was deceased. The date of explant was not provided. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portions. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. The generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Follow up with the physician's office found that the contact information listed on the initial MDR was incorrect.